Manufacturer narrative:
Retainer ring=black. Device was returned for stuck button alarms found on oct 18, 2021. Device was received with no button response after battery installation. Unable to perform the displacement test and self test due to unresponsive buttons. Device failed the keypad voltage test on the back, up, middle, and down buttons (1.0 mv measurement each). Keypad traces were peeled and found evidence of physical damage on the keypad traces (d1) led component. Unable to download history and trace files due to unresponsive keypad. Test pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap / reservoir locked properly in place. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Unable to download pump's history and trace files and verify stuck button alarms due to unresponsive button response. Unresponsive button response confirmed due to physical damage on the keypad traces (d1) led component. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the buttons of the insulin pump were not working. Customer called with keypad anomaly. Insulin pump received a stuck button alarm. Customer stated they had to press the buttons hard for multiple times to respond. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.